Event description:
During an aneurysm coiling procedure, it was reported resistance felt during placement of the coil. Physician withdrew the coil and the coil broke. Part of the coil was inside the aneurysm and part of it was in the delivery catheter. The broken coil segment remains in the pt. The pt has been discharged.

Manufacturer narrative:
Only the pushwire was returned for eval. The coil implant was found broken, but the eval could not determine the cause of the event.